Event description:
It was reported within the first year of having her implant, the ins (stimulator) was twisted and hcp (healthcare provider) had to put ins in deeper. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-28, lot# v558073, implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
Additional information received reports that the patient was still having concerns with their device or therapy but have not sought further help.